Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the control room flex spot pc would not booting up. The system log file analysis revealed that the malfunctioning flexviewing-pc (was not communicating), and the rse requested an onsite visit to check. A philips field service engineer (fse) went onsite and confirmed that the flex viewing pc needed to be replaced as it would not power on. The defective flexviewing pc was returned to philips for further analysis and the cause of the flexviewing pc failure could not be conclusively determined by the supplier's part analysis. However, the fse replaced the flexviewing pc and reloaded the software on both the flexviewing and also for suite pc since software on the suite pc was old. Following these repairs, functional tests revealed that all video signals were correctly displayed on the control room displays, with the exception of the acquisition feed. Further investigation revealed that the 5-volt power cable in the b-rack had been unplugged. The cable was reseated, and the acquisition video was restored and displayed properly, allowing the system to be returned to normal operation. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.